Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4 pockets a3 and a1 were not accessible, user tried to reboot and recover the storage space, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.